Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an excessive charge circuit time-out triggering end of service (eos) and an alert. The device battery longevity was less than expected with a premature battery depletion. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.